Event description:
Reporter alleged obtaining a discrepant blood glucose result of 18 mg/dl back to back with a result of 112 mg/dl on the compact plus system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. Replacement product was sent, but the customer could not be reached to request the return of the suspect device.